Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified issues with the breast implant. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with a 175cc mentor memorygel breast implant and experienced unspecified issues with her right-sided breast implant. As a result, the patient underwent removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2013. At this time of report, it is unknown as to what issues the patient experienced with the device and reason why she decided to undergo the revision surgery. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.